Manufacturer narrative:
Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft burst 8cm from the tip. The guidewire lumen is buckled at the burst. There are multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the shaft.

Event description:
It was reported that balloon rupture and shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for about 15 seconds, the balloon ruptured. Additionally, the shaft has moved when the rupture occurred. The procedure was completed with another of the same device. No patient injury reported.

Event description:
It was reported that balloon rupture and shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for about 15 seconds, the balloon ruptured. Additionally, the shaft has moved when the rupture occurred. The procedure was completed with another of the same device. No patient injury reported.